Event description:
It was reported that immediately after sheated insertion, blood was observed in helium tubing. Iab was exchanged. There were no reported patient complications.

Event description:
It was reported that immediately after sheathed insertion, blood was observed in helium tubing. Iab was exchanged. There were no reported patient complications.